Event description:
The end user reported that the filter of the pouch at 12 o'clock position had chaffed her skin due to the filter being too ridged. She recently became more hunched over and this caused some of the issue of the pouch rubbed her skin. There were no rough or sharp edges noted. There was no treatment, consumer turned the top edge down and taped it to stay down and away from her skin. The issue occurred immediately after application. She also experienced skin irritation and she continued to use the product. No photo is available at this time.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).